Manufacturer narrative:
Additional information was added: during follow up it was clarified the event occurred on (B)(6) 2020 (previously (B)(6) 2020). During follow up it was clarified that the expected infusion time was 48 hours, however the infusion completed at 68 hours. The lot was manufactured from november 1, 2019 - november 4, 2019. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The expected infusion was scheduled to be completed at 14:30; however, the infusion ran until 11:00 the following day. There was no report of patient injury or medical intervention associated with this event. No additional information is available.